Event description:
It was reported that during use of the right ventricular (rv) lead, dislodgement was suspected. The rv lead triggered, lead integrity alert (lia) due to two or more high rate non sustained episodes, sensing integrity counter (sic) and impedance variation. It was also reported that the rv lead exhibited high thresholds, high impedance and false atrial tachycardia detects due to sensing the atrial. It was also reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing, seeing both p and r-waves as ventricular sense events. The rv lead and crt-d remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.